Event description:
Invalid result(s). The complainant sent an email stating only that they had a covid test and it did not work. They did not respond to acon's requests for additional information.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.